Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28feb2024. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire guide. The retained fragment, reportedly within the femoral vein, was successfully retrieved during a surgical procedure. The patient's weight was 3-kilograms.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, the 0.018-inch wire included with a performer introducer separated during a rashkind septostomy procedure. The device was placed in the femoral artery "as usual"; however, upon removal of the wire from the dilator, the wire separated, leaving a portion of the wire in the neonatal patient. The anatomy was not scarred, tortuous, or calcified. The user retrieved part of the wire percutaneously during another procedure; however, part of the wire fragment remains in the patient's vessel. Per the reporter, the physician is trying to decide what to do with the retained wire fragment. The patient was reportedly stable after the septostomy procedure. Additional information was received 28feb2024. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire guide. The retained fragment, reportedly within the femoral vein, was successfully retrieved during a surgical procedure. The patient's weight was 3-kilograms. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was separated at the solder joint, 23.2-centimeters from the proximal end. The weld ball was not present. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿this device is intended to introduce diagnostic and interventional devices in radial artery access procedures.¿ the IFU also states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. When asked if resistance was felt during insertion or removal of any device component, the customer answered: ¿when trying to pull the wire out, it broke, and part of the distal part stayed in the patient.¿ although this did not specifically answer if resistance was encountered, it suggests that resistance might have been encountered as the wire was pulled out. However, the exact conditions experienced during the procedure cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the 0.018-inch wire included with a performer introducer separated during a rashkind septostomy procedure. The device was placed in the femoral artery "as usual"; however, upon removal of the wire from the dilator, the wire separated, leaving a portion of the wire in the neonatal patient. The anatomy was not scarred, tortuous, or calcified. The user retrieved part of the wire percutaneously during another procedure; however, part of the wire fragment remains in the patient's vessel. Per the reporter, the physician is trying to decide what to do with the retained wire fragment. The patient was reportedly stable after the septostomy procedure. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6) . G4: PMA/510(k) number = k171609. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.